Manufacturer narrative:
Device passed displacement test and self test. Pump error and he main arm cannot communicate with the motor arm found in the pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error¿s. The customer¿s blood glucose level was 277 mg/dl. Customer reports they were able to clear the alarms. Customer was unable to complete rewind. Troubleshooting was declined. The device will be returned for analysis.